Event description:
The vent would not pass the extended self test. The customer support engineer inspected the device and replaced the filter heater assembly. The unit passed extended self testing. It is not verified that the filter heater caused the reported problem, and no malfunction may have occurred.